Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned sample confirmed the reported breakage of the system stability sheath but the reported advancement difficulties and the deployment failure could not be reproduced. No damage was found which may have led to the reported advancement difficulties. The deployment modes were not used and no attempt of stent deployment had been made. During the performed function test, the stent could be successfully released. Potential contributing factors have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with difficult anatomic conditions leading to increased friction during insertion. In this case, the target anatomy was tortuous. Also a not performed pre-dilation may be a contributing factor. Reportedly, no pre-dilation was performed. Rough handling of the device during transportation, storage, unpacking or use also may be contributing factors. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used." Also the IFU states: "gain femoral access at the appropriate site using a 6 f (2.0 mm) or larger introducer sheath" and "pre-dilation of the lesion should be performed using standard techniques."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent delivery system was difficult to advance to the tortuous sfa via right arm access; however, it did reach the target lesion but allegedly failed to deploy. Reportedly, the outer black sheath of coaxial came apart. There was no reported difficulty retracting the device. There was no reported patient injury.